Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received a high blood glucose alert above 400 mg/dl along with an insulin set expired message, and the cartridge was observed to be empty; the user changed supplies and insulin delivery was resumed without issues, and education was provided regarding potential causes such as an empty cartridge and the need to monitor glucose. Symptoms included hyperglycemia without ketone testing, medical intervention, assistance, or acute complications. Outcomes included transient elevated glucose for a few hours without hospitalization or long-term impact. Investigation included troubleshooting with guided supply change and verification of resumed insulin delivery. Investigation of this case revealed an episode of hyperglycemia with unclear precipitating cause, with an empty cartridge identified at the time of troubleshooting and no device leaks observed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.